Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed. Top case cracked/chipped by the front right and left bottom corners. Cracked /chipped right and left plunger case. Visible contamination. Check syringe plunger sensor found in error history log several times. Reported problem duplicated during power up process due to multiple components (found cracked/chipped left and right plunger cases and also found broken screw boss inside plunger head. Flippers get stuck due to broken screw boss inside plunger head. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the "important safety information" section of the operator's manual under the heading of "warnings": "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Also, reference the following warning statement contained in the "safety features" section of the operator's manual under the heading "maintenance and service" and "periodic maintenance: "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Actions/repairs were done to correct the reported issue: replaced left and right plunger cases and performed power up and self test process.

Event description:
It was reported that plunger sensor error occurred. No patient injury was reported.